Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The devices associated with this adverse outcome were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and mechanism (sleeve head). There was apparent explant damage. (B)(4) the full lead was returned, analyzed and the outer insulation was breached (clavicle-rib crush). It was noted there was blood/body fluid on the proximal conductor (not obstructed) the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and helix/lobe mechanism (sleeve head), and there was a damaged guide tooth.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately six weeks after device system implant.